Event description:
It was reported the set screw was missing on the percutaneous extension during a surgical procedure. A different lead kit had to be opened. It was unclear what surgical procedure was being reported. A little more than a week later, it was stated the patient was doing "fine." A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4): analysis of the extension found that the connector was twisted in the molded rubber at the distal end. The #3 setscrew was missing. The #0 and #3 connector blocks were twisted in the molded rubber. The insulation near the # connector block was bulged, indicating the setscrew block was twisted in a clockwise direction and pushed the conductor wires against the insulation. The conductor wire near the #0 connector block was kinked, indicating the setscrew block was twisted in a clockwise direction.

Manufacturer narrative:
(B)(4).